Event description:
Hill-rom received a report from the account stating the brakes were not holding. The bed was located at the account in room 207. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the caster supports cracked and the brakes not functioning properly. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2009-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the casters and the supports to resolved the issue. Based on this information, no further action is required.